Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Device in wrong position cause was not established as limited clinical information was provided. Low or blocked pump flow cause was not established as no product, or logs were returned for analysis, and limited clinical information was provided. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, an impella 5.5 alarmed for suction. To address the alarm, the performance (p) level was reduced from p-6 to p-4, and epinephrine was administered. A point-of-care ultrasound was performed, which identified that the impella 5.5 was positioned deeper than ideal within the ventricle. It was reported that repositioning of the impella 5.5 was planned when the physician became available. It was noted that the pump was successfully explanted; however, the explant date and patient outcome were not available in the complaint record accessible for MDR assessment at the time of reporting. It was reported that the device was discarded and is not expected to be returned for investigation.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.